Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and customer alleging possible pump over delivery. Customer's blood glucose value was 46 mg/dl at the time of the incident and current blood glucose is 276 mg/dl. The customer's other blood glucose was 56 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Customer states the drive support cap appears normal. The insulin pump will be and reservoir will not be returned for analysis.